Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient experienced a skin reaction with inflammation extended beyond the patch perimeter, which occurred eight days after the sensor had been inserted in the arm. The patient experienced swelling in the triceps arm area and consulted a doctor. The doctor prescribed 500 mg flucloxacillin oral antibiotic and fucibet topical cream 30 mg . At the time of the report the area had not improved yet. No photo was provided. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Medical device problem code: 2993 adverse event without identified device or use problem. Medical device problem code: correction to disregard 3191 appropriate term/code not available.